Event description:
Reportedly, dlu appeared to operate correctly, however, when released off tissue, lung was transected but not stapled. Used with gore seam guards. Profuse bleeding occurred. Used another 60 4.8 with no seam guard to re-staple on lung tissue to complete case.procedure: lung volume reduction.